Event description:
It was reported that the patient was experiencing inadequate stimulation and noted spinal spasms. All device components were explanted. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7087890/7073465.